Manufacturer narrative:
Date of publication study title: in vivo quatinfication of the deformations of the femoropopliteal segment: percutaneous transluminal angioplasty vs nitinol stent p lacement. Can gökgöl, msc, steffen schumann, phd, nicolas diehm, md, mba, guoyan zheng, phd, and philippe büchler, phd j endovasc ther 24:27-34 (2017) .

Event description:
Thirty-five patients scheduled for endovascular therapy were recruited for the study. Nine patients were treated with protege everflex stents. Clinically, 1 of the 35 patients died within 10 months of the procedure. Cause of patient death was not reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.